Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated and resulted higher. It is unknown if the sample was repeated on the same instrument or if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the customer ran precision and verified that precision was within specifications. Quality controls were run and resulted within range. The instrument data indicated that the cause was related to sample integrity. It was recommended to the customer that their centrifuge speed be decreased and time be increased. The instrument is performing according to specifications. No further evaluation of this device is required.